Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the proximal contact and main coil were kinked/ bent likely due to handling. The main coil delivery wire was broken at approximately 11cm from the proximal end. Functional testing could not be performed due to the damage on the device. Information available indicated that the device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil delivery wire was broken/ fractured. No consequences to the patient were reported.